Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the balloon rupture was confirmed. The resistance could not be confirmed as it was based on case circumstances. Based on a visual and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mildly tortuous proximal femoral artery. The 7.0mmx40mmx80cm armada 35 balloon dilatation catheter (bdc) was successfully advanced to the target lesion; however, the balloon ruptured between 12-14 atmospheres (atm). During withdrawal of the bdc, resistance was met with the patient's anatomy; however, the bdc was successfully withdrawn. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another bdc was used to successfully complete the procedure. There was no additional information provided.